Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was not moving angulation direction. A review of log file found motor assembly error. Upon functional testing fse found that the amc triple servo drive was defective. Fse replaced the amc triple servo drive and performed calibration. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system c-arm did not move. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the amc triple servo drive. The device was returned to use in good working order.